Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. Date of hospitalization was not known. Customer stated that cannula was bent. At the time of hospital customer took out the insulin pump, sensor and transmitter. It was not known that the auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.